Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient involvement.

Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and was not able to confirm the complete loss of mechanical ventilation. However, moisture was found in the unit and tidal volume was out of range. The flow sensor was recommended for replacement.